Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during aneurysm embolization procedure, the subject coil was protruding from the target lesion. The physician used an additional stent to tack up the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during aneurysm embolization procedure, the subject coil was protruding from the target lesion. The physician used an additional stent to tack up the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿ updated due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bend. The main coil was seen to be broken/fractured. The main coil was not returned. The coil introducer sheath was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿main coil stretched and ¿main coil protrusion¿ complaint could not be confirmed during analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the coil was advanced with force into the aneurism and that the main coil was protruding from the aneurysm, and a stent was used to treat it. There was also a 120-minute surgical delay. During analysis, the delivery wire was seen to be kinked/bent, the main coil was seen to be broken/fractured, and the main coil was also not returned. An assignable cause of procedural factors was assigned to the as reported defects ¿main coil stretched¿ and ¿main coil protrusion¿ as well as the as analyzed ¿main coil broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the as analyzed defect ¿coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.